Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and right atrial (ra) lead was exhibiting out-of-range (oor) pacing impedance measurements on both leads. Additionally fluoroscopy showed both leads were fractured and the suspected cause was clavicular crush syndrome. The physician successfully capped and replaced both leads during a normal device changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.